Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer fell causing display screen to break and not able to deliver a bolus. Customer's blood glucose was 304 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained address serial number label, stained keypad overlay and cracked reservoir tube lip.